Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation, it was reported that an ultrathane mac-loc locking loop multipurpse drainage catheter separated. The device was placed on (B)(6) 2025. ¿days¿ later, the catheter broke at the point where the catheter and hub meet while the patient was on an inpatient floor. As a result, an additional procedure was performed to exchange the device. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control, and the instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, it was confirmed the catheter shaft, including the flare, was separated from the mac-loc adaptor. The flare was intact, with no material between the cap and mac-loc adaptor. The distance between the cap and the hub was measured and determined to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [ t_multi2 rev1, multipurpose drainage catheter] supplied with the device states the following in consideration of the reported failure mode: precautions: "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the cause for this event is component failure without a manufacturing or design deficiency. It is possible the catheter experienced excessive force or tension while in the patient; however, this possibility cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device evaluated by mfg?: device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc looking loop multipurpose drainage catheter separated at the hub. Days after device placement, when the patient was on the inpatient floor, it was discovered that the catheter broke at the point where the catheter and hub meet. As a result, an additional procedure was performed to remove and replace the catheter. It was noted that patient activity was low. No other adverse effects were reported for this incident.